Event description:
It was reported that the patient presented during clinical follow-up. In clinic, it was noted that the implantable cardioverter defibrillator was found in back-up mode. Programming changes were performed. The patient's condition was unknown.